Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the customer was attempting to prime, but the insulin was squirting out. The customer's blood glucose was 82 mg/dl. Troubleshooting was done. Customer stated that she was not connected to the insulin pump while priming. The customer mentioned receiving a compromised force sensor system alarm after the insulin squirted out. The customer recalled dropping the insulin pump prior to the alarm occurring. The customer stated that the drive support cap was flushed. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.